Event description:
New information received notes the clinician had received programming recommendations from technical services. The patient was not remotely monitored so no further updates could be viewed. Programming changes were to be made at a future date in clinic and the clinic had not had any further reported episodes or symptoms from the patient.

Event description:
It was reported that the patient received inappropriate anti tachycardia (atp) therapy during an episode of fast atrial fibrillation. Morphology scores indicated ventricular tachycardia (vt) although scoring was uncertain. The patient was stable.